Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ezbolus button has become unreliable, requiring multiple presses to respond. This was first noticed about 4 weeks ago. The patient is visually impaired and cannot feel or see any damage to the button cover. The patient confirms the keypad on front of pump is responding normally when pressed and is continuing to use the pump. The pump is worn in a pocket in a protective case and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.